Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had lost weight and the ipg was now causing discomfort at the hip. In turn, surgical intervention was undertaken wherein the ipg was explanted, replaced and moved up to resolve the issue.